Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. The power management tool confirmed power error alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. No unexpected power error alarms noted during testing. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, and minor scratched lcd window.

Event description:
The customer's parent reported via phone call that the insulin pump had a power error detected alarm. The customer¿s blood glucose level was unknown. The customer's parent reported that the pump was power error detected recurred within a week of troubleshooting previous occurrence. The customer's parent was advised the pump will need to be replaced. The customer was advised to refer to back up plan per health care professional instructions. The insulin pump was returned for analysis.